Event description:
Customer reported that her husband was unresponsive. She took a meter reading on his freestyle meter and got a result of 91 mg/dl which was higher than she felt he was. Paramedics were called and they got a reading of 60 mg/dl on their meter and transported him to a local hospital. He was diagnosed with hypoglycemia but no treatment was reported. The wife gave the customer orange juice when the paramedics arrived. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product was received and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.